Manufacturer narrative:
Please note that device reported is an trapease filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The plaintiff was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, filter is embedded in the inferior vena cava (ivc), and filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that on or about a year post implantation the patient had subsequent pulmonary embolism (pe). The patient also reports to be suffering chronic pain and dizziness. According to the medical records, the patient has a history of and is a current smoker, has a history of and is high risk of right leg deep vein thrombosis (dvt). The trapease filter was deployed without any reported complications. The patient tolerated the procedure well. It was reported that a patient underwent placement of a trapease vena cava filter. The patient then experienced a recurrent pulmonary embolism (pe) and the filter is embedded and cannot be retrieved. Additional information received in the patient profile form (ppf) indicated that approximately one-year post implant of the filter the patient experienced a pulmonary embolism. Approximately four years after the index procedure the patient was advised by the health care provider that retrieval of the filter should not be attempted, as it had become embedded in her ivc. The indication for the device implant was a right leg deep vein thrombosis and high risk as a current smoker. The trapease filter was deployed without any reported complications. The patient tolerated the procedure well. The patient also reports to be suffering from chronic pain and dizziness. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0808247 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Recurrent pulmonary embolism is a known long- term complication associated with filter implant and is listed as such in the instructions for use (IFU). Without post-implant imaging available for review the report of recurrent pe, clotting and device embedded could not be confirmed or further clarified. There are patient and pharmacological factors may have contributed to these events. Chronic pain and dizziness do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
As reported in a legal brief, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, blood clots, filter is embedded in the inferior vena cava (ivc), and filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Additionally, the trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.